Event description:
On (B)(6) 2014 the pt was started on hemodialysis; approximately 2 hours into the treatment he became bradycardic, hypotensive and confused. He was brought emergently to the emergency department. On arrival to the emergency department, he was alert and oriented but his condition deteriorated within five minutes of being there. While in the emergency department he had two episodes of cardiac arrest from which he had a return of spontaneous circulation (rosc). He was then transferred to the medical intensive care unit (micu) in critical condition. In the micu his condition was determined to have a poor prognosis and the family decided to curtail any further resuscitative measures. The pt expired shortly thereafter. Blood draws, both arterial and venous, were all reported to have been "grossly hemolyzed". Medical engineering performed a functional test on the dialysis machine; the testing did not identify any mechanical problems. Third party testing and manufacturer notification in progress.